Event description:
This emdr is being submitted for an unknown number of affected appliances from an unknown number of market units with unknown lot number. The end user reported that the tab on interlocking closure scratched her leg as soon as it was applied, and it was also described that due to the issue, end user tucked tail into the comfort panel. Additionally, end user stated that since the interlocking closure was not sealed due to which she felt that piece was not secured, and it was feeling rough to her and rubbing onto her skin. Although there was no harm of skin redness or broken skin experienced, however, the issue was embarrassing and frustrating. She used the binder clip to keep the tail closure closed, however, there was no report of paper clip scratching her. A photograph was provided by the nurse to illustrate the issue experienced by the end user.

Manufacturer narrative:
A2: age at the time of event - 74 years. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Third party manufacturing site (for life): 3003759552.